Manufacturer narrative:
B5.: describe event or problem: updated. D1. D4.: suspect medical device info, updated. H4.: device manufacture date - updated. H6.: evaluation method codes: device status updated.

Event description:
It was noted a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, transesophageal echocardiography (tee) was used for intraprocedural imaging and the laa was assessed. After the right femoral vein access, transseptal puncture (tsp) was performed with a non-boston scientific (bsc) transseptal needle. A watchman fxd curve access sheath (was) was exchanged over a safari guidewire and was advanced into the left atrium (la) followed by a non-bsc pigtail catheter to access the laa. A contrast injection of the laa was obtained for visualization. The non-bsc pigtail catheter was removed. A watchman flx delivery system and closure device (wd) was advanced and deployed. A pe was immediately visualized after sudden hypotension. The closure device was recaptured and removed from the body. A pericardiocentesis was performed and 700cc of blood was removed from the pericardial space surrounding the laa from a cardiac perforation. The procedure was converted to open thoracic surgery via a mini thoracotomy and the laa was surgically ligated. The patient remains hospitalized under observation. It was further reported that the patient is doing well and has been extubated and is expected to fully recover. It was further clarified that the device was a 24mm watchman flx pro delivery system and closure device (wd). The deployment technique was to unsheathe to the ball of the wd, and the wd appeared to be slightly past the desired landing zone. The wd was brought proximal, then the rest of the wd was unsheathed.

Event description:
It was noted a cardiac perforation, pericardial effusion (pe) and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, transesophageal echocardiography (tee) was used for intraprocedural imaging and the laa was assessed. After the right femoral vein access, transseptal puncture (tsp) was performed with a non-boston scientific (bsc) transseptal needle. A watchman fxd curve access sheath (was) was exchanged over a safari guidewire and was advanced into the left atrium (la) followed by a non-bsc pigtail catheter to access the laa. A contrast injection of the laa was obtained for visualization. The non-bsc pigtail catheter was removed. A watchman flx delivery system and closure device (wd) was advanced and deployed. A pe was immediately visualized after sudden hypotension. The closure device was recaptured and removed from the body. A pericardiocentesis was performed and 700cc of blood was removed from the pericardial space surrounding the laa from a cardiac perforation. The procedure was converted to open thoracic surgery via a mini thoracotomy and the laa was surgically ligated. The patient remains hospitalized under observation.